Event description:
New information received indicated that another episode of post-paced t-wave oversensing on the ventricular channel was observed. Additional programming changes were made during device check. Patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states that one instance of post paced t wave oversensing was observed during follow up. The patient was asymptomatic. Patient monitoring will continue.

Event description:
It was reported that non-sustained lead noise due to post-paced t-wave oversensing was observed via remote transmission. Patient was asymptomatic. Reprogramming was made.